Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during right colectomy, during tissue dissection near vessel the device was clamped on the tissue and did not release. The operator was unable to cut or activate the tool or open the jaws to remove from the tissue. Another trocar port was placed and a second device was introduced and used to cut around the inoperable device to get it away from the adjacent vessels. At that point, a bowl clamp was used to pry open the jaws of the defective device and forcibly remove it from the tissue. A new device was used successfully with the same generator.

Event description:
It was reported that, during right colectomy, during tissue dissection near vessel the device was clamped on the tissue and did not release. The operator was unable to cut or activate the tool or open the jaws to remove from the tissue. Another trocar port was placed and a second ligasure device was introduced and used to cut around the inoperable device to get it away from the adjacent vessels. At that point, a bowl clamp was used to pry open the jaws of the defective device and forcibly remove it from the tissue. A new ligasure device was used successfully with the same generator.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws was difficult to open. The knife blade did not retract and the device had cutting issue. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.